Manufacturer narrative:
The reported event of ineffective stimulation was not confirmed. A visual inspection, as well as electrical and functional testing did not reveal any anomalies that would have contributed to the reported event. The root cause of the issue could not be determined.

Manufacturer narrative:
Date of event is unknown.

Event description:
Related manufacturer report number 1627487-2021-16229. It was reported the patient experienced ineffective therapy. In turn, the patient¿s scs system was explanted to address the issue.